Event description:
The customer reported to baxter corporate product surveillance one flo-gard pump in which an undetermined service code "lumen error" message was observed when closing the door after loading with unknown IV tubing during setup. The customer could not remember if any other alpha/numeric code was displayed with the message. Per the report, the tubing was primed with saline and attached to the patient who was being treated for hydration, but the line was still clamped when the event occurred. The customer stated that she restarted the pump, reloaded the tubing and the message recurred. The customer stated that she later tested the pump with other tubing and the error message recurred. There is no report of patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). A device history record review was performed and no abnormality was observed. A service history review was performed; the device was not sent in for service prior to this event. The device was not returned for evaluation; therefore no event history log review could be performed. The root cause of the reported condition could not be determined. No conclusion can be drawn from the investigation. If additional information or the device becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. If additional information or the device becomes available, a follow-up report will be submitted.